Manufacturer narrative:
In the returned state, the lead was destroyed. All parts of the lead were returned for analysis. The lead had been cut through 18 cm and 21.5 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the proximal lead fragment, fraying of the insulation from the outside 18.5 cm distal if the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode from the outside at just that site were noted. There was a conductor fracture of the rope conductor to the rv shock coil in the area of the fork. This damage manifestation indicates significant mechanical stress during the operating time. The position and type of this external fraying and the conductor fracture of the rope conductor are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Other damage was probably the result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an estimated implantation time of 47 months, shock impedance values >200 ohm were reported. During the revision, the lead had to be cut off. An insulation defect was observed on a small part of the lead. No deterioration of the patient's state of health was reported. The date of implant was not provided.